Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 600+ mg/dl. The customer had symptoms such as thirstiness and urination. The customer treated with 10 units with a pen and 10 unit bolus. The customer was advised to check the alarm history. The customer stated that there were no delivery alarms from the pump. The customer was advised to check the bolus history. The customer did not receive insulin because of no delivery alarms. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.